Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. The event is detectable/preventable by handling the device in accordance with the following IFU: instructions for use operation section "3.3 inspecting the endoscope - inspecting the entire endoscope" "instructions for use cleaning/disinfection/sterilization section 5.5 manual cleaning of the endoscope and accessories. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign object was stuck in the air vent of the air vent base. There was no patient involvement.